Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced an unknown blood glucose (bg) value over 250 mg/dl with an unspecified level of ketones. It was reported that the patient remained hospitalized at the time of the call and received unspecified treatment by their healthcare provider (hcp) while in the hospital. It was reported that there were no recent changes made to the pump settings by the patient¿s hcp. During troubleshooting with customer technical support (cts), it was revealed that the basal and/or temporary basal settings and the bolus settings were incorrectly programmed in the pump. Also during troubleshooting with cts, it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced hyperglycemia due to user error in the basal and bolus settings being incorrectly programmed in the insulin pump.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.